Event description:
Reportedly, a re-intervention was performed because high ventricular lead impedance was confirmed upon interrogation of the pacemaker. A lead issue or connection issue was suspected. The leads and the device were extracted. Lead pull test and lead measurement by an analyzer were not performed during the re-intervention. A new system was implanted. The pacemaker involved in this MDR report was returned for analysis in order to know whether there was any connection failure or device failure. It was reported also that after the explantation, it was observed that the device x-ray identification tag was missing on the header.

Manufacturer narrative:
(B)(4) 2012 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.